Manufacturer narrative:
H3,h6: the device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Factors that can contribute include, difficulty to interlock, blockages, kinks, the unique interface maybe out of alignment or corroded, noise could be due to the device requiring servicing. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain the reported failure/harm or event. However, as no harm has been alleged then additional review is not required. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances the reported events, however this investigation is now complete.

Event description:
It was reported that with 2 recent cases the dr. Had difficulty getting the adequate pressure through the operating window and saline was leaking badly at the handset connector. The versajet handsets failed to perform as expected. In both cases the treatment had to be finished with sharp debridement. It was also reported that the console was making a loud noise, it appeared that the noise got progressively worse as the versajet ii continued to run.